Event description:
It was reported that the pouch was found damaged during inspection. There was no patient involvement. No further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign; japan. Visual evaluation of the returned product found abrasions along the clear side of the tyvek pouch. Further evaluation performed by manufacturing site found the abrasions run across the label and towards the end of the package including across the seal area. A dye test was performed and found the abrasions across the pouch did not leak; however, the abrasions along the seal area did leak at an abnormal rate. The sterility has been breached. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.